Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted four (4) years, 10 months, underwent valve-in-valve procedure due to mixed aortic stenosis and insufficiency. Patient presented with heart failure and shortness of breath. Tavr was performed with a 23mm non-edwards evolut fx transcatheter valve. The patient was stable post procedure and sent to recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including CABG.